Event description:
It was reported that multiple malfunction alarms occurred. There was no reported impact to the customer¿s blood glucose level. A replacement pump was provided while original pump was awaited for further investigation.